Manufacturer narrative:
No report of patient involvement. Ge healthcare technical support advised the hospital biomed that, as the reboot resolved the alarm condition and if there are no other supporting log entries, then perform a functional test and return the unit to service if it passes.

Event description:
The hospital reported that, at the start of the case, the unit had a system malfunction. The clinician reportedly cycled power, resolving the alarm condition. There was no reported patient injury.